Event description:
It was reported that the syringe was unable to be inserted into the foley catheter valve. It was stated that there was no static water and the syringe did not fit well in the valve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe was unable to be inserted into the foley catheter valve. It was stated that there was no static water and the syringe did not fit well in the valve.